Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the belt failed an ECG falloff test. The root cause for the failure was that all the wires in the cable connecting ECG c and d were broken. The root cause for damaged cable was physical abuse. There were no adverse events associated with the damaged electrode belt.